Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection. The device will be destroyed in accordance with procedure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information received by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device was exposed to creutzfeldt-jakob disease (cjd) during a therapeutic tracheostomy and percutaneous endoscopic gastrectomy (peg). It underwent cleaning, reprocessing, quarantined and will be disposed accordingly. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections. Updated field: h5. Corrected fields: h6.

Event description:
No additional information received from the customer.